Event description:
It was reported to philips that the device reboots by itself. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2015-02914.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).